Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the protégé everflex 7x120 with a non-medtronic 6fr sheath and a non-medtronic guidewire to treat a moderately calcified fibrous 95% stenosed lesion in the left distal common iliac artery. The device was prepped as per IFU with no issues identified. Artery diameter 6mm, lesion length 120mm, the lesion was not pre-dilated, no resistance or excessive force was used. It was reported the stent fractured during deployment at the lesion site, 1/3 of the stent remains in the patient the remaining stent was removed from the patient within the catheter housing. Another protégé everflex 7x80 was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: visual inspection: the protégé everflex was removed from the bag and inspected. A portion of a fractured stent was identified protruding out from the distal outer portion of the catheter. The exposed struts of the stent were stretched distally. Approximately 6cm of the inner assembly was protruding out from the outer. No damage to the exposed inner was identified: however a bend to the catheter shaft at the area of the proximal end of the stent was identified. A sharp bend to the catheter shaft approximately 33 cm from the distal end was identified. The hypotubing was curved between the deployment grips. The locking screw was loose. Direct light applied to the distal end of the catheter showed approximately 6cm of the stent remained loaded the catheter. Functional testing. A gw could not be loaded due to the observed damage to the catheter shaft. The deployment grips were pulled together while encountering resistance.. The stent would not deploy. If information is provided in the future, a supplemental report will be issued.